Event description:
"Based on programmed zones, device detected: 3 monitored at/af episodes most recent currently in progress. Device appears to be oversensing on the atrial lead on stored egms." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).